Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site, nova scotia health canada. Therefore the reported device was not sent to brézins for investigation as repairs were carried out locally. To solve the reported issue the power board and battery were replaced and sent to brézins for further investigation. There were both cross tested after being first checked visually and battery was recharged. On start up, the device was able to start without triggering any alarm or technical error. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The estimated risk compared to the reported risk is lower. For this issue as per our local procedure, we initiated no action.

Event description:
Power board defective (part replaced).